Event description:
It was reported that during an unknown procedure the ace36e was assembled by experienced nurses and worked properly in the first 1.5 hours of the surgery, but the gen11 indicated error code of "tighten assembly" afterwards and the nurse assembled the instrument again, but the same error code kept showing up and the surgeon stopped operation. The blade tip was found broken and the other half of tip was found on the ground of ot room. Procedure was prolonged by twenty minutes. No patient consequence reported. Procedure was completed using the same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.